Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with high blood glucose and not being able to come down. The customer was assisted with troubleshooting. Customer had given numerous boluses but blood glucose still high. Customer¿s blood glucose dropped from 25.4 mmol/l to 22.3 mmol/l. Customer states by observing alarm history noted that the insulin pump had alarmed for power error numerous times. Customer explained that they had twice wake up and the insulin pump had been completely dead and had then proceeded to inert new battery and issue has not persisted. Advised customer that insulin pump needs to be replaced. The device will not be returned for analysis.